Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/21/2016 with the following findings: investigation revealed that the display was dim, fading, and discolored. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked in two places; there was a crack in the pump casing between the case seal and the edge of the display lens; there was evidence of moisture behind the display lens; leak testing failed due to the casing cracks; the pump casing was removed and there was evidence of moisture on the transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).